Manufacturer narrative:
One 27 gauge probe was returned and visually examined and deemed nonconforming. The needle is completely broken off just above the stiffener sleeve. The finished goods consumable lot was manufactured with (B)(4) component probe lots. A device history record review for each of the (B)(4) lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. A damaged probe would not have left the manufacturing facility. The evaluation does confirm the probe needle shaft is broken. The root cause for the cutting failure cannot be determined from this evaluation. The 27 gauge needle is a small size needle, so any extreme shear pressure could result in the needle bending and cracking. No specific action with regard to this complaint was taken as the reason for the complaint issue cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A doctor of ophthalmology reported that the shaft of the cutter during a vitrectomy surgery. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.